Manufacturer narrative:
Additional information: d4, h4.

Event description:
A user facility registered nurse (rn) reported blood leaking at initiation of dialysis treatment. The machine did not alarm. Upon follow-up, the rn stated an internal dialyzer blood leak occurred immediately after initiation of hemodialysis (hd) treatment. The machine, a 2008t, did not audibly or visually alarm appropriately with a blood leak alert. The blood leak was visually observed within the dialyzer fibers and in the arterial hansen line. Blood test strips were not used as the blood leak was visually observed by staff. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss (ebl) was 300 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was pulled from service for evaluation by the biomedical technician and currently remains out of service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility registered nurse (rn) reported blood leaking at initiation of dialysis treatment. The machine did not alarm. Upon follow-up, the rn stated an internal dialyzer blood leak occurred immediately after initiation of hemodialysis (hd) treatment. The machine, a 2008t, did not audibly or visually alarm appropriately with a blood leak alert. The blood leak was visually observed within the dialyzer fibers and in the arterial hansen line. Blood test strips were not used as the blood leak was visually observed by staff. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss (ebl) was 300 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was pulled from service for evaluation by the biomedical technician and currently remains out of service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.